Event description:
Complainant alleged that during pt set up of the device, the unit would not power up. The device battery was then replaced, but the device still did not power up. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. Several attempts were made to obtain additional pt and event info from the complainant. All attempts were unsuccessful.